Manufacturer narrative:
The returned sensor was evaluated. During evaluation the unit failed continuity testing due to a broken solder joint on the red conductor at the emitter solder joint assembly.  "Replace sensor" error message displayed during testing with known good lab monitor, cable, and finger. Visual inspection confirmed there was no physical damage, however the sensor did not function. Additional device information has been added due to the product receipt for evaluation. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(4). Lot# from "k5aee" to "k15aee".

Manufacturer narrative:
Other, additional manufacturing narrative (if other): the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(4).

Event description:
The customer reported that some adhesive sensors are working for approximately 8-10 minutes only. After this time the user have to change the sensor. There are no alarms or messages. The sensors had no red light and no digits on the monitor screen. No consequences or impact to patient were reported.